Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged due to recharger/recharging issues. The rep stated that there was no communication with the recharger. During the call, the rep was doing a physician mode reset (pmr) with the ins in an overdischarged state. It was reported that the recharger screen was intermittently pausing as the screen would blink and then continue to countdown normally. However, the recharger seemed to do the pmr normally. The patient mentioned to the rep that they had been unable to establish communication with the ins when attempting to recharge. The patient believed that this occurred prior to the overdischarge. The rep was concerned that the recharger wasn't working correctly. It was recommended that they use another recharger to perform the pmr. The rep was unable to determine the issue with the recharger at the time due to the ins being in an overdischarged state. It was noted that the issues occurred in 2014 or 2015. No patient symptoms were reported and there were no complications. Indications for use are myofascial pain syndrome and spinal pain. Additional information was received from the manufacturer representative. It was reported that the patient always kept their implantable neurostimulator (ins) battery charged. However, two years prior to the date of this report, the patient¿s recharger wouldn't connect to their ins battery properly which resulted in the overdischarge. It was noted that the issues haven't been resolved yet. Additional information was received from the rep. The rep reported that the patient was having surgery on the day of the report to replace the ins because the ins was dead. No further complications were reported.